Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2018 with the following findings: review of the black box revealed evidence of multiple call service 145 occlusion alarms occurring due to high force. On investigation, the pump powered on normally and ez-prime steps successfully completed. The pump was exercised for 12 hours without the occurrence of call service 145 alarm or any errors, alarms or warnings. Investigation did not duplicate the occlusion complaint.